Event description:
It was observed during the device inspection, that the video system center exhibited the printed circuit board was not working and power unit could not be turned on. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (establishment name). Additional information added to fields: b3, h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is surmised that both issues "power cannot be turned on" and "power supply is interrupted" occurred due to a failure in the circuit board. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.